Manufacturer narrative:
Unable to prime during prime/delivery test and motor error alarm during basic occlusion test due to faulty forced sensor resistor. Motor passed motor test. Unit received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker. (B)(4).

Event description:
It was reported via phone call that customer received a motor error alarm. Customer did not report a motor position encoder error alarm. Customer's blood glucose was 337 mg/dl. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI; drive support cap appeared normal and customer was able to complete rewind process. Alarm history showed one motor error alarm within the last thirty days and no motor position encoder error alarm. Customer was advised that insulin pump would need to be replaced.